Event description:
A high drain error 105 (night drain #5) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 02:29:28. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Upon further review of the complaint file, this complaint was determined to be a duplicate of complaint number (B)(4). Please reference submission report number 1423500-2012-03932 for information on the investigation.